Manufacturer narrative:
The customer indicated the device was discarded. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported an adverse event while the device was in clinical use. The catheter was being used to deliver an unspecified solution at an unspecified rate. It was reported that during pt transfer from one bed to another, the catheter "pulled out four inches." The flexible suture wing remained sutured to the pt, although the catheter "separated from the holder." The catheter was removed. Therapy was resumed using a peripherally inserted central catheter. There were no reported adverse pt sequelae. Though requested, no add'l info was provided.